Manufacturer narrative:
Product complaint #: (B)(4). Additional pro-code: kwp; kwq; mnh; mni; osh. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: patient readmitted to theatre for revision of posterior thoracolumbar construct. The patient had two broken rods. All set screws, rods, cross connectors and rod to rod connectors were removed and replaced. Some screws were also replaced. Hardware/explant removal was due to failure. Concomitant device reported: unknown set screws (part# unknown, lot# unknown, quantity unknown); unknown cross connectors (part# unknown, lot# unknown, quantity unknown); unknown rod to rod connectors (part# unknown, lot# unknown, quantity unknown); unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: updated event description and concomitant devices. H6: added patient code. H11 corrected data. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that the patient readmitted for revision of posterior thoracolumbar construct on (B)(6) 2020. The patient had two broken rods. All set screws, rods, cross connectors and rod to rod connectors were removed and replaced. Some screws were also replaced. Hardware/explant removal was due to failure. There appeared to be non-union below a previous osteotomy (4 corner osteotomy), at the level where the rods fractured. This is report 2 of 2 for (B)(4).